Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported helix extension issues and placement difficulties.

Event description:
It was reported that this right atrial (ra) lead was attempted due to unknown reasons. Additional information revealed that the device was repositioned several times and afterwards the helix would not extend. The lead was removed prior to pocket closure and the issue was solved implanting another lead. No adverse patient effects were reported. The lead was returned and analyzed.